Event description:
It was reported that the efficia cm120 had a speaker malf. Error and there was no sound coming from the device. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
The following functional tests were performed: the customer received remote application assistance from a remote support engineer (rse). The rse instructed the customer to replace the speaker. A replacement speaker was provided to the customer. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The customer was provided with a replacement speaker to resolve the issue. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the efficia cm120 had a speaker malf. Error and there was no sound coming from the device. The device was not in use on a patient at the time of the event.